Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance anomaly. Another rv lead was implanted to complete the procedure. Additional information has been requested but was not provided at this time. The rv lead has not been returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance anomaly. Another rv lead was implanted to complete the procedure. Additional information from the field representative provided the physician chose to explant this lead due to noise despite satisfactory pacing and impedance measurements. This rv lead has not been returned. No additional adverse patient effects were reported.